Event description:
I had essure placement following the birth of my son by my gynecologist in 2013. I noticed heavy and painful periods which I do not have before essure. I also have painful bowel movements. I ignored it then it keeps getting worse. I went to my doctor 4 years after because pain was getting more severe. Reported my symptoms including back pain, tingling and numbness in my legs. He did ultrasound and told me I have cyst in my left ovary and also my uterus is inflamed. He told me to go back in six months so he could do ultrasound again for monitoring of my issues. I went to 2 neurologists who told me they cannot find any problems with my nerve or spine causing the numbness, tingling in my legs and also to the back pain. Right now I am in temporary disability cause I am very tired and fatigued all the time plus pain in the back and pelvic area. My doctor said he will do lap. Hysterectomy this month. I hope it will eliminate my pain, numbness, tingling, fatigue cause I need to work for my family. I believed that all these problems are caused by the essure in me. I think my body is attacking the coil/ essure causing pelvic and back pain.